Event description:
It was reported that an ilet cartridge became stuck in the pump chamber after the infusion set was accidentally tugged on a door handle, and the user removed the cartridge by twisting the luer connector with pliers; the cartridge septum was found damaged while the chamber showed no visible damage, and blood glucose was reported at 151 mg/dl with insulin delivery continuing. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy requiring medical care and no hospitalization. Investigation included device history review, technical support troubleshooting with the user and receipt and inspection of the returned device. Investigation of this case revealed mechanical interference associated with a damaged cartridge septum and difficulty removing the cartridge from the housing. It was concluded that the event was related to mechanical damage to the cartridge and luer connection following external force on the infusion set, with the device otherwise functioning as intended.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.